Event description:
Pull the brush off - oral-b [device breakage]. Not fixed properly. Does not clamp properly on the holder - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head was not fixed properly/did not clamp properly onto the oral-b toothbrush holder. It "pulled the oral-b toothbrush off." No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.